Event description:
The reporter stated that the therapy connector is broken on a device and that retainer ring is not holding connector in place. There was no pt associated with the report. The customer would not provide any further info.

Manufacturer narrative:
Physio-control supplies parts info to the customer for repair.